Manufacturer narrative:
Patient identifier - additional information. Device available, return date - additional information. Device evaluated - additional information. Evaluation codes - device evaluation. Additional manufacturer narrative - device evaluation. The pipeline pushwire within a marksman catheter with a torque device attached to the pushwire was returned for evaluation. The pipeline braid was observed to be partially deployed out of the catheter tip and released from the capture coil. For further examination, the torque device was removed from the pushwire, and the pipeline pushwire was pushed out of the marksman catheter with slight resistance. The pipeline braid was observed to be fully open with the distal and proximal ends having moderate fraying and the middle section having nod damages. The tip coil and capture coil were found to be separated and missing from the pipeline pushwire; it was reported that the distal segment of the pushwire including tip coil and capture coil were discarded at the site. As received, the pushwire was found to be separated around 7.0 cm from the proximal bumper. No damages were found on the proximal bumper. The coating of the entire pushwire length was examined and coating damage was observed at 17.5 cm to 27.5 cm from the proximal end. Catheter flatten ing was observed at 3.0 cm to 3.5 cm, and 20.0 cm to 21.0 cm from the proximal end. Catheter accordion was observed at 26.0 cm to 26.5 cm from the proximal end. No other anomalies were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the procedure the pipeline could not open. The device was replaced and the procedure completed. After the marksman microcatheter was in place, the physician chose the pipeline (fa-71500-25). The pipeline was in place and the physician was ready to release the device. However, after multiple attempts, the device could not be opened. The pipeline was removed and replaced with another device (fa-71500-25) which released successfully. The procedure was completed without patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.